Event description:
It was reported by the sales rep that during lap nephrectomy procedure, the switch button would work intermittently off and on. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.